Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2008. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was not seen post-operatively. The patient was seen (B)(6) 2012 and experienced burning with urination without evidence of infection. The patient also experienced pressure in the vagina with lifting; no incontinence or leakage were observed. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.